Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient of this pressure monitoring set, there were blood clots in both arms and it was not possible to place another arterial line. The device was not available for evaluation.

Event description:
As reported, during use in patient of this pressure monitoring set, damped waveform was observed. After removing the line, blood clots were observed in both arms and it was not possible to place another arterial line. No further information was available. There was no allegation of consequences for the patient reported.

Manufacturer narrative:
Corrected data: corrected sections b1, b2 and h1. Manufacturer narrative: updated section b5, h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. There are manufacturing controls to avoid potential causes related to the reported malfunction. Patient demographics unable to be obtained.